Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had act button are harder to press or sticky. Customer's blood glucose level was unknown. Customer reported that motor was grinding when rewinding and taking longer to rewind. Customer reported that changing battery every less than 7 days and pump was chipped near the battery compartment. The insulin pump will not be returned for analysis.